Manufacturer narrative:
The event occured in (B)(6).

Event description:
Reporter found a safe-t-pro uno packaged with no sterility cap. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occured in (B)(6).